Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and freestyle strip, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
A healthcare professional to report that customer¿s adc freestyle libre meter is not giving any readings therefore, she experienced a medical event. No symptoms were reported however, customer self-presented at a hospital where she was treated with insulin drip and prescribed an unspecified new medication. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional to report that customer¿s adc freestyle libre meter is not giving any readings therefore, she experienced a medical event. No symptoms were reported however, customer self-presented at a hospital where she was treated with insulin drip and prescribed an unspecified new medication. No further information was reported. There was no report of death or permanent injury associated with this event.